Event description:
Lead was explanted due to noise and high impedance. It was suspected that there was a poor contact at the connector level. A partial lead will be returned.

Manufacturer narrative:
No medwatch form was received.